Event description:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Pigment dispersion, fixed pupil and iris atrophy was observed. On (B)(6) 2022 pi yag was performed. Lens remains implanted. For cause details the reporter stated, "good surgical outcome, happy vision, but has had episodes of headache and blurred vision about 2-3 weeks post-op. Iop on exam was normal, vault normal." For status of the eye (signs/symptoms) the reporter stated "persistent, mild dilated, fixed pupil with diffuse tid od only. Acuity good, but fluctuating." For additional information the reporter stated "this is the third case of fixed pupil with diffuse tids. All within last month, all right eyes, no common themes. Happy with vision, so not likely to remove lens, but concerned about long term issues (iop,glare,night vision). After discussion with colleagues, feel this may be unusual case of moxifloxacin toxicity."

Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - implanted into the patient's right eye (od) on (B)(6) 2022 - should be corrected to implanted into the patient's right eye (od) on (B)(6) 2022. Claim#: (B)(4).

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).